Event description:
It was reported that rv lead noise and oversensing were observed on an asymptomatic patient. The patient underwent device change out recently with normal lead measurements and visual appearance. No fluoroscopy was performed at the time. Due to patients history, no lead revision will take place. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states lead noise episodes were still existent seen as non-sustained right ventricular oversensing. It was recommended to turn off the merlin alerts. The patient will be followed up. No further information is available.

Event description:
New information received states the issue was resolved by turning off the merlin alerts. No other changes were completed. The patient condition is good.